Manufacturer narrative:
A review of the associated batch manufacturing records identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out. For this product code, there have been no further complaints reported with this failure mode in the past three years. The devices were used for treatment. As the devices were not returned a thorough product evaluation could not be carried out. A clinical assessment was conducted. It was concluded: ¿the request relevant clinical information, operative report, x-rays or device were not provided for inclusion in this investigation. Without the requested clinical information it is unknown if the extended surgery resulted in any harm to this patient. It is unknown if the user followed the warnings in the versajet set-up manual for optimal results when debriding hard or leathery eschar resulting from burn injuries, it is recommended to first debride the eschar using sharp debridement techniques followed by the use of versajet ii to complete debridement or excision of the wound. Therefore, a user/ procedural error cannot be ruled out as a contributing factor. No further clinical/ medical assessment is warranted at this time.¿ a risk management review was carried out. Based on the event information provided, the risk files for this product outline some causes for this failure mode including procedural error. No further action is deemed necessary at this stage. The IFU for this product outlines instructions for safe and proper use of the device. The IFU must be read prior to use. If the IFU is not read prior to use and followed directly then issues may be experienced during treatment such as the procedural error mentioned above. We have not been able to confirm a relationship between the reported event and the device. Further we have not been able to identify a root cause for each complaint. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device prime saline and fluidjet is visible from flow to tip of handpiece as normal but it can¿t cut any dead tissue well. User decided to use a back-up handpiece but it didn't work so it was decided to change to conventional techniques.